Event description:
Info received indicates the device was explanted due to cuspal tear and central regurgitation as noted by echo and cath. Product inspection during retrieval found the left coronary cusp had a perforation, no vegetations were noted. The device was replaced with no additional pt complication reported.